Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer used more force to insert insulin into the cartridge. As a result, customer experienced a low blood glucose (bg) level of 31 mg/dl due to "insulin drops pumping out faster than normal" during the fill tubing sequence. Customer consumed carbohydrates to address bg. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed.